Event description:
A talent abdominal stent graft system was implanted into a patient for the endovascular treatment of an abdominal aorta aneurysm, at least 5 cm in diameter. The proximal aortic neck had thrombus. The femoral arteries were small, and the iliac arteries had some thrombus but little calcification or tortuosity. It was reported that a conduit was sewn into the left common iliac artery in order to gain access and deliver the stent grafts, due to the small access size of the femoral arteries. After gaining access, a talent bifurcated stent graft was implanted without endoleaks or other issues. After the procedure, the patient's bowels stopped functioning, as the patient's small intestine and first part of the large intestine became ischemic; the ischemia was determined by an exploratory operation post-implant, but the ischemia is not believed to be related to the stent grafts. The physicians did not treat the bowel ischemia, and the patient later expired 2 days post-implant. No autopsy was performed. The patient had no previous history of bowel dysfunction.

Manufacturer narrative:
Evaluation results: (death), (bowel ischemia).